Event description:
It was reported by a family member that the remote monitor has no power. A new power cord was attempted but this did not resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.